Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return. Additional information: attempts were made to obtain product return from the field. The field provided a tracking number for the shipped product; however, boston scientific currently has no record of return. Should additional information become available, a supplemental report will be provided.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This is a duplicate of complaint (B)(4) and was previously reported under record (B)(4). Please reference those records for further information.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return. Additional information: it has come to our attention that this report was erroneously submitted due to previously received inaccurate information from the field, which has since been corrected via a recent email communication. The device referenced in this report ((B)(4)) served as the replacement for the original device model s702, serial number (B)(6), which was reported under (B)(4). Please refer to (B)(4) for any further information.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return. Additional information: currently, the month and day of implant are unknown. The year of implant is 2021. A request was submitted to the field to obtain this information.